Event description:
It was reported that the programmer had a loose electrocardiogram port connector. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed that the electrocardiogram (ECG) connection was loose. As a result the link electronic module (lem) circuit board was replaced.